Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that the product was implanted and bleeding was noticed under the implant post operatively. There was a revision surgery completed to remove the implant.

Manufacturer narrative:
Further information has been requested regarding the reported event. In a follow-up, sales rep has men-tioned that during visual inspection, ¿(¿) it did not show anything sharp or irregular prior to implantation. (¿)¿ no further information has been received as to the exact location of the bleeding (e.g. Dura mater) and if the patient has suffered any consequences due to the bleeding. It is also unknown if the implant has been re-implanted or replaced. Based on statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Device is not available for evaluation.

Event description:
It was reported by the company representative that the product was implanted and bleeding was noticed under the implant post operatively. There was a revision surgery completed to remove the implant.